Event description:
Epidural catheter inserted at approx 16:15 in preparation for vaginal delivery. Catheter removed post-partum at approx 00:30. Tip of catheter was retained (approx 1 cm). No adverse outcome expected.